Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of emergency light on was confirmed, due to lamp failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, the visera xenon light source emergency light was on. The unspecified diagnostic procedure was delayed 5 minutes. The procedure was completed using another device. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty main lamp could not be identified. Olympus will continue to monitor field performance for this device.